Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse could not withdraw the needle when holding the end of the pin seat.

Manufacturer narrative:
A device history review was conducted for lot number 8138458. Our records show the reported lot was manufactured from 06/22/2018-06/30/2018, and determined that this is the only instance of a difficult needle disengagement occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the device submitted by your facility, identified a tilted v-clip that was increasing the force of friction on the needle. The increased friction caused the increased difficulty in the retraction of the needle. In response to these findings, our engineers reviewed our manufacturing process and identified the root cause as an excess pressure being applied during the automated insertion of the v-clip. To address this issue our facility has reduced the pressure on the responsible assembly station and is monitoring the effects of the change.

Event description:
It was reported that during use of the bd pegasus safety closed IV catheter system the nurse could not withdraw the needle when holding the end of the pin seat.